Manufacturer narrative:
At this time no conclusions can be made. Review of manufacturing records is in process. No medical records have been provided information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix e/x(device #1). An additional emdr was submitted to represent the bard/davol composix e/x(device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of a bard/davol composix e/x(device #1); reference number (B)(4) lot number huuf0992. On (B)(6) 2013: the patient underwent surgery for implant of a bard/davol composix e/x(device #2); reference number (B)(4) lot number huue1263. The patient is making a claim for an adverse patient outcome against the two (2) bard/davol composix e/x(device #1 and device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."